Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011. Pt's target therapeutic range is 2.0-3.0. Customer had been testing pt with meter for the past week and made medication dose adjustments based upon the results. Due to high lab inr results, customer was hospitalized and given vitamin k.

Manufacturer narrative:
Investigation pending.